Event description:
It was reported that a patient had bilateral intraocular lens (iol) implants several months ago and still complains about significant vision issues. The patient has been back to her surgeon several times and his response has been to issue her a pair of glasses and wait 12 months to adapt to the lenses. The patient reported that she felt the eye tests were done in small rooms with little light. The patient said that she could see well in those situations and could read without glasses. However when there is more light, the patient said that her vision was worse and sees light contours and halos. She said that everything seems out of focus and that she was afraid to go outside. After three months she said she did not see any improvement. Through follow-up, it was learned that her current vision is far worse than prior to surgery. Her surgeon has since issued her 2 different pairs of glasses and they do not improve her vision very well. She has voiced her concerns with her surgeon multiple times after many post-operative (op) visits. The response she receives from her surgeon is she has to wait a year until her brain adjusts to her new lenses. Her distant vision is poor as she can no longer identify a known person approaching or read any signs where she could prior to the surgery. She did not require the aid of glasses for distance prior to the surgery. The patient did use reading glasses. Vision: right eye -0.25, -0.75, 165 left eye -0.25. N right eye add 0.50, left eye add 0.50. The surgeon reported the patient had a visual acuity of 0.6-0.7 before the operation and now sees much better objectively. However, the patient is now noticing (color) fringes on edges and lines and can no longer recognize faces on the street. The surgeon thinks there is probably a psychological cause, because she can now recognize details with better vision that she could not see before the surgery. The patient had laser treatment, but says that this treatment was not successful and that her vision remains blurred. No additional information was provided. This report is for the left eye (os) of the patient. A separate report will be filled for the right eye (od).

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Date of event: exact date unknown/not provided. Best estimate date is between 5/6/2021-7/27/2021. Explant date: if explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.